Event description:
It was reported the patient's charger is having difficulty communicating with the ipg. The patient was sent a new charger to resolve the issue, but was unsuccessful. X-rays were taken and revealed the ipg had moved. The patient is scheduled to undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.